Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump alarmed button error. Customer stated the backlight kept turning on by itself and none of the buttons are responding. Customer's blood glucose was 8.4 mg/dl. Customer does not recall any significant events that may have caused the alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
No button error alarm noted. The down arrow button did not respond due to flattened button dome switch. Backlight display anomaly was not verified due to down arrow button anomaly. The device had minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, and dented case.